Manufacturer narrative:
Summary of event: as reported, the wire guides from two ureteral balloon dilators were not correctly stowed in their packaging and were kinked. The issue with both devices was discovered prior to opening the packages, and they were not used. There were no adverse effects to the patient reported. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint devices was also conducted. Two devices were returned to cook for investigation in unopened packaging. In both packages, the wire guide has moved out of its original position in the wire guide holder. Both wire guide holders were still snapped into the tray retainer as specified. The packages were opened and the wire guides were both inspected. One of the wire guides had a kink, the other was undamaged. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. The instructions for use (IFU) states - "upon removal from the package, inspect the product to ensure no damage has occurred." The evidence from the complaint file, device history record, complaint history, quality control documents and complaint device indicates that the complaint device was manufactured to specification. Based on the available information and results of the investigation, cook has concluded that the wire guide likely shifted during transportation. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, the wire guides from two ureteral balloon dilators, were not correctly stowed in their packaging and were kinked. The issue with both devices was discovered prior to opening the packages, and they were not used. There were no adverse effects to the patient reported.